Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008, in light of revised itc MDR evaluation procedures.

Event description:
A 1.0 inr with protime system vs. A 4.0 inr with unspecified lab system. Patient therapeutic inr range not reported. No report of adverse event, serious injury, or intervention.